Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. The device remains in service and is expected to be replaced. No adverse patient effects.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. The device remains in service and is expected to be replaced. No adverse patient effects. Boston scientific has made three attempts to obtain additional information related to the device explant procedure however no response was received.